Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had physical damage. Customer blood glucose reading was 218 mg/dl. The location of the damage was on reservoir compartment. The pump was taped and it started working. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit had minor scratched lcd window and cracked reservoir tube lip. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.